Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 19th of august 2024 and 15th of july 2025 recorded a stable pacing impedance of 2,500 ohms and a fluctuating shock impedance between 70 ohms and 100 ohms. Furthermore, a rv threshold of 3 volts was recorded. The analysis of the provided iegm episodes revealed loss of capture in the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported on 17th july 2025 that there was evidence of ventricular loss of capture during episodes of atrial arrhythmia and the pacing impedance was elevated. The ventricular output has been reprogrammed. Update received on 19th november 2025: the lead shows an increasing impedance and threshold during the last interrogation and was scheduled for replacement on (B)(6). On 26 nov 2025 update: the lead was capped on (B)(6), and a new lead was implanted. The device was also changed.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 23rd of july 2025 and 25th of november 2025 recorded a stable pacing impedance of 2,500 ohms and a fluctuating shock impedance between 80 ohms and 100 ohms. The test value from 25th of november of the rv pacing threshold was recorded with 3.8 volts. The analysis of the provided iegm episodes revealed no abnormalities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.